Event description:
I had lasik in 2017. Since then, I have had halos and starbursts at night that I was told would go away. I also had severe dry eye and had to have punctal plugs put in my tear ducts. FDA safety report ID# (B)(4).